Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Serf reported receiving results of a clinical study. Subsidence and rotation of the femoral stem (pain).

Event description:
Serf reported receiving results of a clinical study. Subsidence and rotation of the femoral stem (pain).

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.

Manufacturer narrative:
Reported event : an event regarding subsidence (leading to revision) involving an hype scl 2 lateralized cementless stem was reported. Conclusions : the reported device is an serf product. No non-compliance observed in this batch 20 units marketed by serf in october 2011 a complaint was recorded on this batch rc-24-0408 as part of the same clinical study but for a different event whose cause could not be established. Lack of technical investigation: no product return - complaint related to a clinical study in the absence of further information, the cause cannot be established. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by serf.

Event description:
Serf reported receiving results of a clinical study. Subsidence and rotation of the femoral stem (pain).